Manufacturer narrative:
The reported event is not related to a device malfunction and the device worked as intended. It is possible that the retroperitoneal bleed was related to a high stick, but images were not provided to cardiva medical, inc. The pseudoaneurysm was controlled with a thrombin injection and the hematoma was controlled with additional pressure. A complication such as retroperitoneal bleeding, pseudoaneurysm, and hematoma are general complications which may be related to the endovascular procedure or the vascular closure procedure. Per the report, hemostasis was achieved with the device.

Event description:
The vascade 6/7f device was selected for closure and inserted into the 6f sheath. The disc was deployed, the sheath was removed, and temporary hemostasis was achieved. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The push rod was utilized to strip the collagen from the device, and the device was removed. After device was removed, a hematoma was observed and pressed out. The hematoma reappeared and was pressed out again. Patient was discharged. Patient returned to hospital the next day and it was determined the patient had a retroperitoneal bleed and a pseudoaneurysm. The patient went back into surgery to correct the retroperitoneal bleed and the pseudoaneurysm was controlled with a thrombin injection. Patient was also given a blood transfusion of packed red blood cells. The patient was subsequently discharged.